Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer performed a software upgrade, ran calibrations and tests at the time of service. Device passed all calibrations and tests.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient disconnect alarm repeated while in patient use. All numeric measurements went blank. There was no reported patient harm. There is no reported death or serious injury associated with this event.